Manufacturer narrative:
Issue description: a review of the clot curve from the sample involved in the incident indicated a bimodal curve. Rare occurrences of bimodal curves is a known issue with aptt and pt, where the acl top instrument reports the incorrect point from the clot curve. Corrective action: the us and international customer base is currently being updated with software v4.3.0, which introduced an additional data check. This "multiple threshold check" identifies and fails abnormal (bimodal) clot curves for aptt and pt. Recall in-process through the FDA new england district offices: reference recall: z-0135-2011 to z-0138-2011.

Event description:
Customer complaint reported an incorrect aptt result on their acl top instrument. Correct result on clot curve looked to be around 84 seconds, but instrument reported a result of 39.9 seconds. There was no change to patient treatment as a result of this event.